Event description:
There was another incidence of failure of the stryker saw blade. Both attachment tabs broke off in the saw during usage. One was found. The other was not found. Two x-rays were taken to confirm that the fragment was not present in the patient.

Event description:
Had another incidence of failure of the stryker saw blade. Both attachment tabs broke off in the saw during usage. One was found. The other was not found. Two x-rays were taken to confirm that the fragment was not present in the patient.